Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) been completed. The reported problem (non-functional ecgs) has been confirmed. As received, the belt failed incoming testing, specifically the ECG fall off test. Upon investigation, the blue (+5v) wire inside the ECG c/d cable was broken. The cause of the test failure is the broken wire. The root cause for the broken wire was excessive force. No adverse event resulted from the broken wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had non-functional ECG electrodes.